Manufacturer narrative:
Additional information: sections a1, a2, a3,a4 not provided. Corrections: sections d9 and h1 corrected for typo in establishment name.

Event description:
As per complaint (B)(4) during a clinical procedure a dental implant displayed a lack of primary stability and the dental implant was removed. No patient impact was recorded.